Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the delivery wire was kinked, damaged and broken. Part of the delivery wire was found missing. The remaining piece of the delivery wire was found jammed inside the sl-10 microcatheter. No main coil was found inside the catheter. In this case it is most likely that the target coil got jammed inside the microcatheter due to some procedural/anatomical factors encountered during use. It is likely that an attempt was made to remove the coil from the microcatheter and the delivery wire stretched and broke. The reason for the coil not being returned is unknown. Based on the investigation results and available information, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on review of the investigation of the returned product, it was found that the coil delivery wire was broken. There was no medical consequences to the patient.